Event description:
Olympus was informed that during a therapeutic bronchoscopy procedure when the users were lasering granulated tissue, the airway caught on fire. There was damage to the airway. The pt reportedly was admitted to the hosp post-operative for treatment of the burns then was released. The pt reportedly was readmitted later for add'l treatment. The pt was said to have no pre-existing medical conditions and general anesthesia was said to have been used. The user facility indicated that the device will not be returned. Olympus received a medwatch report following the receipt of the info reported by the user facility, which stated: "during bronchoscopy, bronchial dilatation and laser removal of granulation tissue, airway injury secondary to flash fire. All four devices were being used on the pt. However, it cannot be determined which of the devices were activated at the time of the flash fire. The pt required an extended hospitalization and continued outpatient management related to this event."

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info. The pt reportedly had to be extubated during the procedure and reintubated. The users reportedly were utilizing an 8mm mallinckrodt cuffed endotracheal (et) tube during the procedure. It was unk whether the pt was experiencing difficulty ventilating at the time of the incident and there was no specific detail provided regarding what, if any treatment or intervention had been provided to the pt. Olympus followed-up with the sales rep to obtain add'l info. The sales rep indicated that the physician was having some questions regarding whether laser could be used with the referenced device or not and a copy of the instruction manual was forwarded to the physician as a result. The sales rep indicated that co2 was being utilized during the procedure and the users failed to turn-off the co2 which ignited the laser. An olympus rep has been dispatched to the user facility to inspect the referenced device and an inspection appointment has been scheduled on (B)(4), 2012. This report shall be supplemented if add'l and significant info becomes available. The device instruction manual states, warning: do not perform laser cauterization while supplying oxygen. This may result in combustion during cauterization. This report is being submitted as a medical device report in an abundance of caution.